Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms can be confirmed based on the provided photos of the system monitor history screen. The photos revealed two low voltage advisory events captured on different days. A specific root cause and the power source when these alarms occurred was not able to be determined. Per additional information it was determined that the audible and visual alarms presented when the patient was connected to the power module. The audible and visual alarms stopped with the exchange of the 14v power module patient cable. The 14v patient cable was not returned for evaluation and it was reported that the cable lot number is not available and the cable will not be returned. The patient handbook and operating manual cover all alarms (visual and audible) on the system controller and what action should be performed when they do occur. Periodically inspecting the equipment for damage is also covered in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Reporter name (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
Related manufacturer report numbers: 2916596-2021-01245, 2916596-2021-01306, and 2916596-2021-03131. It was reported that when the patient was presented to the emergency department for a urinary tract infection, low voltage alarms and power cable disconnects were observed. The device was interrogated and low voltage alarms and power cable disconnects occurred at different times in the day while connected to the mobile power unit as well as battery power. The alarms were associated with changes in position. Extreme capacity and rubber fissures were observed on the driveline close to the epc connection. The patient did not present with hemodynamic instability. Rubber tape was placed around the fissures presented in the driveline as containment. Epc controller was exchanged. The patient continued to present low voltage alarms and power cable disconnects. The patient remains hemodynamically stable and currently is at home. It was later reported that there were alarms on both controllers. It was determined that audible and visual alarms presented when the patient was connected to the power module. These audible and visual alarms stopped with the exchange of the power module patient cable. The patient reported that they had not detected any further alarms since. However, the patient has yet to attend a follow-up appointment to interrogate the device again and verify the absence of low voltages alarms.